Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from under the back of the coulter lh 750 hematology analyzer. Customer reported the leak was not contained within the instrument. Customer reported the volume of the leak was approximately 30 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was caused by a compromised lyse restrictor tubing.

Manufacturer narrative:
(B)(4).